Event description:
It was reported that approximately 18 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient died due to ruptured aneurysm. Reportedly, no endoleak was noticed on non contrast CT scans. The patient could not be resusicated and allegedly expired due to ruptured aneurysm.

Manufacturer narrative:
Based upon the investigation findings, the reported rupture is confirmed. No product was returned for evaluation. Medical records were reviewed by clinical specialists with the following impression: the patient had two life threatening issues occurring simultaneously: septic shock secondary to a urinary infection, and hypovolemic shock secondary to the infrarenal aortic rupture. The cause of death was determined to be hypovolemic shock secondary to an aortic rupture. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.